Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a distorted display image. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Evaluation summary: the reported condition of a colleague infusion pump with a distorted liquid crystal display (lcd) image was confirmed by baxter personnel during product evaluation. The root cause was assigned to a distorted main display. The display colour service assembly, left and right user interface module standoff, and colour lcd guide have been replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.